Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated the unit and found blood on it. The fse replaced the blood contaminated parts: blood back tubing, safety disk and crm. The fse then perform all functional and safety tests per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for use.

Event description:
N/a.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) will not autofill. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not autofill.